Event description:
A ventilator was found to have an intermittent audible alarm during its eval at a MFR service ctr. No allegation of harm or injury was made.

Manufacturer narrative:
The problem reported by the customer and which led to its return for repair (alarming for an unk reason) was not duplicated during its evaluation at the service ctr. Eval of the intermittent audible alarm revealed it was caused by a defective power switch assembly. The power switch assembly was replaced to correct the problem with the intermittent audible alarm and the ventilator was tested and verified to perform according to spcs. After successfully completing the testing performed, the ventilator was returned to the customer. The testing performed was in accordance with product labeling; (B)(4) service manual, part number 1013706, operational checks, section 5.0. The MFR is conducting an investigation of the power switch assembly failure and will file a follow-up report on when it is complete.